Manufacturer narrative:
Additional information was received on february 1, 2016 on the event. The sro st. Jude 8.5 sheath was used. There was resistance felt and addressed prior to ablation. (B)(4).

Manufacturer narrative:
(B)(4). The second catheter's analysis conclusion: upon receiving, the catheter was visually inspected and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. Then the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken at the handle area; further investigation found that the polyamide was bonded to the side arm assembly applying mechanical stress to the bond area and the puller wire causing the deflection issue. Awareness training was implemented to the manufacturing production personnel. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. Based on the available analysis results, the complaint appears to be caused by internal bwi process, specifically the manufacturing process. (B)(4). It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smart touch unidirectional catheter. Midway through the procedure they lost electrograms on the smart touch unidirectional catheter. The catheter was replaced and then the second catheter would not deflect. This catheter was replaced and the issue was resolved. The procedure was then continued and was subsequently completed with no patient consequence. The returned device was visually inspected upon receipt and it was found with white material stuck under the electrode causing it to lift upwards and have a sharp feel to it. An fourier transform infra red analysis (ft-ir) analysis was performed to the foreign material and based on the absorption bands observed in the ir spectrum obtained from the sample, it can be concluded that the particle found in the catheter was mainly composed by polyethylene with a second compound identified by ft -ir as barium sulfate; a material commonly used as radio-contrast substance. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then outside diameter measures were taken and the catheter passed the test pu margin. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then per the event, a deflection test was performed and the catheter passed. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 4. Further examination revealed that the lead wire # 4 was broken causing the improper signal condition. The customer complaint has been confirmed. Based on the available analysis results, it could not be identified whether the damage on the electrode was related to an internal or an external cause.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smart touch unidirectional catheter. Initially, midway through the procedure they lost electrograms on the smart touch unidirectional catheter. The catheter was replaced and then the second catheter would not deflect. This catheter was replaced and the issue was resolved. The procedure was then continued and was subsequently completed with no patient consequence. The patient's heart rhythm was still visible to the operator as it was only reported that the signal loss occurred on the catheter. Therefore, the signal loss was assessed as not reportable. The deflection issue was assessed as not reportable since the catheter was unable to deflect. The user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis discovered on december 15, 2015 the returned catheter condition that there was white foreign material stuck under and between the pebax and electrode ring #1 causing it to lift upwards which felt sharp. Since the electrode ring edges appear to be sharp which may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath, this issue has been assessed as a reportable malfunction. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus. Therefore, this issue is also assessed as a reportable malfunction. The awareness date is reset to december 15, 2015.